Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported one of the haptics of an intraocular lens (iol) was broken when the lens was being loaded into the cartridge. The procedure was completed with a new intraocular lens. There was no patient contact. Additional information was requested.

Manufacturer narrative:
No company injector (unspecified product) was returned for evaluation for the report of bad fold of the lens; therefore, the condition of the product could not be verified. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).